Manufacturer narrative:
A ge service representative performed an onsite investigation. The control panel processor pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of unit is not working /no boot. The fse determined the cause of the problem to be a faulty control panel processor pcb. The fse replaced the pcb and verified system functionality. In operation, switch closures on the control panel are sent to the control panel processor and then routed via rs-232 communication to the system via the backplane. A failed component, broken switch, torn cable, damaged connector or damaged wires may prevent the workstation or control panel functions from operating correctly. This includes inhibiting boot. Based on the age of the system (last year manufactured, 2006) this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used and therefore not a malfunction.